Manufacturer narrative:
The defective clamp was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be confirmed and reproduced. As root cause fluid ingress could be determined. This is a known issue and a corrective action was implemented for the reported issue.

Manufacturer narrative:
Livanova (B)(4) manufactures the erc tubing clamp. The incident occurred in (B)(6). The device was returned to livanova (B)(4) for repair and further investigation. During the evaluation the reported issue was traced back to the circuit board unit and mechanical component. The defective parts were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) recieved a report that a erc tubing clamp displayed an error message during priming. There was no patient involvement.